Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high thresholds a few days after implant. A revision procedure was performed in which the rv lead was successfully repositioned. The patient was pacemaker dependent at that time however, there was no asystole observed as it was noted that the patient had support via the left ventricular lead. There was no indication of pacing inhibition. The lead remains in service. No additional adverse patient effects were reported.